Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.

Event description:
Additional information received indicates that the patient was seen in clinic and upon interrogation an excessive bluetooth telemetry message was seen due to telemetry lockout. The implantable cardioverter defibrillator was able to be interrogated with bluetooth. The patient was stable.